Manufacturer narrative:
Evaluation summary: the distal tip is slightly flared. Device returned with non-medtronic sheath and stylette loaded. The 7th and 8th distal stent segments were raised and deformed. The stent was positioned on the balloon between the marker bands as per specifications. (B)(4).

Event description:
The physician was treating a lesion in the mid cx. The lesion was moderately tortuous with moderate calcification. The lesion was 70% stenosed. The devices were removed from packaging per IFU and inspected prior to use with no issues noted. The devices were prepped prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the devices but excessive force was not used. An attempt was made to cross the lesion with a non mdt device but this was unsuccessful and device was removed. An attempt was then made to use a endeavor resolute drug eluting stent (2.75x18). The device was unable to cross the lesion and on removal it was noticed that the stent struts were damaged. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. An attempt was then made to cross another stent but this device was also unable to cross the lesion and device was removed. The lesion was pre-dilated again and an endeavor resolute (2.75x18) and a non mdt stent were used to treat the lesion successfully. There was no patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.